Event description:
It was reported by the rep the device was used during a thoracotomy. It was reported the surgeon fired the tsb35 during the thoracotomy procedure. Staples did not form completely and the surgeon completed the procedure by over sewing the staple line. There was no consequence to the pt.